Event description:
During a pci procedure involving a calcified and 90% stenotic lesion in the tortuous first diagonal branch of the lad coronary artery, the balloon ruptured at 20 atms on the second inflation. (The initial inflation was to 16 atms.) A 7f mach 1 fl4 guide catheter and a .014 runthrough guide wire were also used in the procedure. No pt injuries or complications were reported.